Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer reported a blood glucose level of between 135-141 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and date. Additionally, the insulin gauge was inaccurate and a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.